Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump over infused. It was reported infusion was set for 3.4 ml. Hr with total expected volume infused of 63.3 ml, however after 2.5 hours 70 ml was infused. No additional information is available at this time.